Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 130 units of insulin. Reportedly, the air was not being removed from the cartridge prior to filling it with insulin. There was no reported impact to the customer's blood glucose level. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.